Manufacturer narrative:
Investigation summary: bd received 11 photos for investigation. The photos show multiple tubes with eps beads stuck on them, as well as several tubes with air in the separation gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of bd vacutainer® sst¿ tubes, (232) tubes were found to have the following issues: (32) tubes exhibited air bubbles in the separating gel and (200) tubes exhibited scatted foam board particles. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before the use of bd vacutainer® sst¿ tubes, (232) tubes were found to have the following issues: (32) tubes exhibited air bubbles in the separating gel and (200) tubes exhibited scatted foam board particles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1: initial reporter address: (B)(6) g.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.